Event description:
It was reported that this patient underwent a right ventricular (rv) lead revision. This lead remains in service. No additional adverse patient effects were reported. Additional information was obtained indicating that this rv lead was dislodged and was pulled back to the atrium. This lead helix was retracted and reimplanted into the right ventricle. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient underwent a right ventricular (rv) lead revision. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.